Event description:
It was reported that there was undersensing on a recorded ventricular tachycardia episode. Programming changes were recommended. Patient condition is good.

Event description:
New information notes the device was successfully reprogrammed.